Event description:
It was reported that this pacemaker stored two signal artifact monitor (sam) episodes during a device revision procedure when the leads were not attached to the device. The minute ventilation (mv) feature was disabled. Additional information was received that after a generator change due to elective replacement indicator (eri), this device was implanted, and the patient presented with difficult wound healing and superficial site infection and subsequently underwent a pocket revision. No additional adverse patient effects were reported. At this time, this device remains in service.